Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure, the surgeon was using the harmonic scalpel when the machine alarmed, the surgeon removed the scalpel and when checked by the scrub nurse the jaws at the end of the instrument were loose. Upon open/closing the instrument, part of the jaw fell off. The instrument was removed from the scrub nurse and placed in a bag for further investigation. A new instrument was opened and used to complete the procedure. There were no adverse consequences for the patient.